Event description:
Baxter infusion pump did not initially alarm (first/primary alarm) for upstream occlusion for 58 minutes with low rate, critical medication infusion. The current FDA recall is only once the initial occlusion alarm sounds and how to manage secondary/subsequent upstream occlusion alarms/settings. Additionally, it is apparent that flow rates are not equivalent to the rate programmed onto the spectrum iq. It is commonplace that the entirety of an IV infusion is not completed, requiring the end user to reprogram the pump with additional volume to ensure complete medication/fluid administration. These issues meet the qualifications for an additional level 1 safety event/recall. FDA safety report ID# (B)(4).